Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon had difficulty opening device completely after clipping the staple line on the greater curvature and would only partially open and needed manual manipulation of jaw to fully open. The staple line was oozing but controlled with clips. The clips were also scissoring. Another like device was used to complete the procedure. There was no blood loss or transfusion. There were no adverse consequences for the patient.